Manufacturer narrative:
Product has not been returned to the MFR for eval. When product is returned eval will be completed and final report will be submitted.

Event description:
"During procedure, they found out that the blue cushion fell off and inside the pts stomach. They found out in time and removed from pt." Pt is ok.